Event description:
It was reported that the patient underwent an elevate anterior implantation and had some bleeding during the procedure. In the post operative recovery room, the patient's blood pressure "dropped to 40" and the patient received 4 units of blood in the intensive care unit. The physician has seen the patient back for evaluation and "she's doing great." No additional patient complications have been reported in relation to this event.